Event description:
It was reported that following a car accident in 2008, the patient felt stimulation in a different location. The patient "did not like the new stimulation sensation" so she did not continue to recharge her device. The device became overdischarged resulting in the patient not having stimulation sensation. The patient performed 5 physician mode recharges at home and was able to get the recharge screen to appear with the last attempt. The patient was instructed to charge her device and see her hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.